Manufacturer narrative:
The unit had an intermittent button response due to a flattened and creased act button dome switch. The unit did not have an unlocked lcd keypad connector. The unit had a minor scratched lcd window, cracked battery tube threads, and a cracked reservoir tube lip. (B)(4).

Event description:
The customer called in to report a keypad anomaly and a deep scratch on the display. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.